Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens but the lens flipped and would not seat correctly in the patient's eye. The incision was enlarged to remove the lens and a three piece lens was implanted. Sutures were required to close the incision. The reporter stated they felt the lens was loaded correctly.

Manufacturer narrative:
Visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.